Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received high results for an unspecified number of patient samples tested for the elecsys vitamin d assay (vitd) on a cobas 8000 e 801 module (e801). The customer provided examples of two patient samples that had erroneous vitd results. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. The first sample initially resulted as > 250 nmol/l accompanied by an alarm. The sample was repeated, resulting as 63.9 nmol/l. The second sample, from (B)(6) year old female patient born on (B)(6), initially resulted as 157 nmol/l on (B)(6) 2017 using a new reagent pack that was calibrated with a new lot calibration. The sample was repeated twice, resulting as 38.4 nmol/l and 36.3 nmol/l. No adverse events were alleged to have occurred with the patients. The vitd reagent lot number was 273962. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
Quality controls were within range prior to the measurement of the first patient sample on (B)(6) 2017, but out of range high later that day. High control results for one control level were measured until (B)(6) 2017. Control results were within range on (B)(6) 2017. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be improper handling of the reagent or system reagents, or contamination of the environment with the analyte.